Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, a fracture was observed on the right ventricular lead. The lead was explanted and replaced. No patient symptoms were reported.